Manufacturer narrative:
The hill-rom technician found that when the brakes were set the caster wheels did not hold most likely due to wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the foot end and head end casters would not lock (brakes not holding). The bed was located at the account in same day surgery. There was no patient/user reported. This report was filed in our complaint handling system as complaint #(B)(4).